Manufacturer narrative:
During inspection and testing, the reported issue (leakage from the bending section cover) was confirmed and found to be caused by a cut on the bending section cover. The reported issue (play in both knobs) was also confirmed and found to be caused by wear of the angulation wire. In addition, service found the nozzle was deformed, the objective lens was chipped and scratched, the adhesive on the bending section cover was detached, the connecting tube was scratched, the image guide protector was shaved, the forceps channel port was dented, the grip was scratched, the scope connector cover was scratched, the control unit was scratched, the universal cord was scratched and wrinkled, the universal cord was dented, the scope connector was scratched, the light guide cover glass was corroded, the scope connector was discolored, the universal cord was deformed, the bending angle in the up/down directions were out of specification due to wear of the angulation wire, the light guide bundle was broken, and the plastic distal end cover was dented. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported while preparing the subject device for use during an unspecified procedure, they found that there was play in the up/down and the right/left knobs and the device was leaking from the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the inside of the light guide (lg) lens was dirty. This report is being submitted for the malfunction found during evaluation of the device (dirty lg lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the gap was generated at the lg-lens adhesive due to physical stress, and dirt entered there. The event can be detected/prevented by following the instructions for use (IFU) which state: preparation and inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct and clarify information that was provided in the initial report and to provide additional information received from the user facility regarding the reported issue.

Event description:
Correction to information provided in the initial report: the reported issue (there was play in the up/down and the right/left knobs and the device was leaking from the bending section cover) was observed during routine inspection of the subject device. The reported issue was not observed while preparing the subject device for use during an unspecified procedure, as was previously reported in the initial medwatch report.